Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was sticking at the halfway point and could not be pulled further. A field service engineer (fse) inspected the rails and found that the bumpers had fallen out, and the cage had begun to separate, and bearings also fallen out. Further the fse replaced the half height drawer to resolve the issue and completed a successful hardware test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was stuck halfway and failed to open all the way. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.